Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) and both leads were explanted on (B)(6) 2016 and not replaced due to a loss of pain relief. The device was reported to have been implanted on (B)(6) 2014. During follow-up it was asked what types of diagnostic actions were performed, but no information was available at the time of this report. The ins was reported to be at end of life (eol) at the explant. The patient was reported to have recovered without sequela. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
Upon analysis it was found that the ins ((B)(4)) had a reduced battery capacity due to overdischarge. It was found that the proximal end of the lead ((B)(4)) was not completed seated in the ins connector port. The method codes apply to both the ins and the lead ((B)(4)). The conclusion code no longer applies to the ins. The conclusion code applies to the ins. The conclusion code applies to the lead ((B)(4)). The device code (B)(4) applies to the lead ((B)(4)). The result code no longer applies to the ins. The result codes apply to the ins. The result codes apply to the lead ((B)(4)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.